Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 90% stenosed, 60mmx2.5mm, eccentric, target lesion contained a lesion bend of < 45 degrees and was located in the severely calcified and moderately tortuous left anterior descending artery (lad). A 2.50 x 38mm synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.